Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-06966/07880).

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received in the revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to protrusio of the hip. Revision operative report noted the presence of clear serosanguineous fluid, scar tissue, a deficient medial wall, loose acetabular cup, broken screws, and fibrous tissue. The modular head, liner and acetabular cup were removed and replaced. Patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a right revision procedure on (B)(6) 2007 and an additional right hip revision on (B)(6) 2008 due to protrusio of the hip. Osteolysis was noted in the (B)(6) 2008 procedure. The modular head, acetabular cup and liner were removed and replaced on both revisions.